Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false pause episodes and undersensing was observed. New software was downloaded and the issue was resolved. Patient was stable.